Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.

Event description:
The micro oscillating saw with xi blade mount was sent in for evaluation due to overheating during testing. There was not patient involvement; no adverse event was associated with the device.